Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00 x 20 synergy ii drug - eluting stent (des), it was noted that the stent came off on the table. The device was not used and the procedure was completed with another 4.00 x 20 synergy ii des. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 4.0 x 20mm stent delivery system (sds) was not returned for analysis and thus a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. The stent detached and separated from the sds. The stent was returned loaded on a mandrel and partially covered with the stent protector. The central struts were misaligned, distorted and stretched. There was less stent damage at proximal and distal ends. The product stent protector was returned for analysis with the device and was measured which was within the specified inside diameter. Based on the specified stent protector profile and the maximum crimped stent profile specification, there is no issues to note with the interaction between the two components. The specified stent protector for the crimped stent covers the balloon and coated crimped stent and provides protection during shipping and handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00 x 20 synergy ii drug - eluting stent (des), it was noted that the stent came off on the table. The device was not used and the procedure was completed with another 4.00 x 20 synergy ii des. No patient complications were reported.